Manufacturer narrative:
(B)(4). Product will not be returned due product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: m2a 38mm mod hd+9m, item # 11-173665, lot# 042190, medm2a 38mmx60mm cup, item # rd118860, lot# 777390. Multiple MDR reports were filed for this event: please see associated reports: 0001825034-2018-01810; 0001825034-2018-01816.

Event description:
It was reported a patient underwent a hip revision 12 years postoperatively due to unknown reasons. Additional information requested and additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 12 years post-implantation due to pain, pseudotumor, elevated metal ion, osteolysis. During the procedure, pseudotumor, a large amount of osteolysis, excessive blood loss and yellow synovial fluid was noted. It was also noted that the surgery required additional time due to the patient's morbid obesity.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.